Event description:
A malfunction on a tandem pump was reported by the caller, who cited malfunction code 199. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the caller with the reset, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappears, and they acknowledged this guidance.